Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.phone number corrected.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 2.8x19mm graftmaster stent delivery system (sds) met resistance during advancement to a left anterior descending (lad) coronary artery perforation due to anatomy. During advancement attempt, the shaft had kinked, making the device difficult to advance further. The device was removed without resistance and another device was used in replacement. There was no adverse patient sequela reported. No additional information was provided regarding this issue.